Event description:
The customer contact reported, the device delivered less than expected. The device was returned to the central processing department with an unsigned note that stated, "this pump drips too slow recalibrate." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the date verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing facility. The latest programming in the device history indicate on 06/26/2010, at 0444, where line a was programmed with rate of 60ml/hr and vtbi (volume to be infused) of 1200ml for a duration of 20 hours and line b was programmed in the concurrent mode with a rate of 21ml/hr and vbti of 80ml for a duration of 3 hours, 48 minutes and the deliveries were started. At 0826, the device alarmed with n231 prox a b, backprime. At 829, the device alarmed with n102 infuser idle 2 minutes. At 0831, the programming on line b was cancelled and backpriming was started and stopped. Within the same minute, line a was programmed to deliver at a rate of 60ml/hr and vtbi of 978.8ml for a duration of 16 hours, 18 minutes and the delivery was started. At 0850, the device alarmed for distal occlusion. Within the same minute, line a was programmed to deliver at a rate of 60ml/hr and vtbi of 960.5ml for a duration of 16 minutes and line b was programmed to deliver at a rate of 21ml/hr with a vtbi of 2.7ml for a duration of 6 minutes and the deliveries were started. Six seconds later, the delivery on line b was stopped with a volume infused of 77.4ml. At 1304, the settings on line b were cleared. At 1305, line b was programmed in the concurrent mode with a rate of 50ml/hr and vtbi of 50ml for a duration of 1 hour and the delivery was started. At 1405, the device alarmed that the vtbi on line b was complete. At 1411, the delivery on line b was stopped with a volume infused of 50.1ml. At 1413, line a was programmed to deliver at a rate of 60ml and vtbi of 637.6ml for a duration of 10 hours, 37 minutes and the delivery was started. At 2227, the device alarmed n250 door open while pumping. At 2229, line a was programmed to deliver at a rate of 60ml and vtbi of 1800 for a duration of 30 hours and the delivery was started. At 2323, the device alarmed n250 door open while pumping. At 2325, the device alarmed n102 infuser idle 2 minutes and the device was turned off. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).